Manufacturer narrative:
Correction: implant date should have been (B)(6) 2009.

Event description:
New information noted the physician felt the lead noise was due to the patient's previous twiddler's syndrome.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the atrial lead exhibited high pacing impedance. It was also noted that the lead had a history of noise problem. On (B)(6) 2016; the patient was brought to the clinic for further evaluation. On (B)(6) 2016; the lead was cut and capped and a new lead was implanted. The patient tolerated the procedure well.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.